Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The reported issue involves two freedom onboard batteries that are reported under two separate medical device reports: (1) freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2018-00463) and (2) freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2018-00465). The customer, a syncardia certified hospital, reported that the patient's freedom onboard batteries were completely charged, but the patient's freedom driver exhibited a fault alarm when the batteries were inserted into the driver. The customer also reported that the fault alarm stopped when the batteries were removed. There was no reported adverse patient impact.

Manufacturer narrative:
The battery was submitted to a visual inspection and no damage or abnormalities were found. The battery successfully passed all sections of freedom onboard battery evaluation procedure and functional evaluation of the battery determined that there were no issues with the battery that would cause a freedom driver to alarm when installed. The freedom driver used at the time of the customer-reported issue was not returned and therefore could not be evaluated with the onboard battery. The customer-reported issue could not be confirmed or reproduced. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4455 follow-up report 1.